Manufacturer narrative:
The pump was received with a constant tone and a frozen screen due to a faulty component on the motherboard. There was no blank display noted. They were unable to verify the unexpected restart alarm, displayable history check failed on startup alarm, and external ram error alarm due to the frozen screen. No damage was found on the component of the interface board. The pump was received with a minor scratched display window.

Event description:
It was reported that the customer had an unexpected restart alarm on the insulin pump. Customer received a replacement battery cap from the first time she had the alarm and she has had the same issue since then. Customer stated that the pump was not stored or not in use for an extended period of time. Customer stated that the alarm is recurring during normal use. Customer stated that she also had a displayable history check failed on startup alarm and an external ram error alarm in the alarm history. Customer mentioned that in the middle of the night, the pump was restarting and when she woke up, the pump was on a countdown. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.